Manufacturer narrative:
Rx-ray analysis showed evidence of calcification in one of the leaflet. Initial device gross examination showed evidence of pannus formation observed on the outflow and inflow side of the valve that protruded into the lumen. The device history record review cannot be performed until the valve is torn down and the serial number retrieved from the stent - the serial number was not provided by the hospital. Morpho-histological analysis will be performed on the valve. Results - no definitive results at this time. Conclusion - no conclusion can be drawn at this time as device is currently in the process of being returned for evaluation.

Event description:
The manufacturer was notified on (B)(6) 2013 of a mitroflow valve that was explanted on (B)(6) 2013 after around 5 years due to structural valve deterioration resulting from calcification. Device was explanted and replaced with an edwards magna east (size 21) bioprosthesis.